Event description:
It was reported that the device had channel error malfunction. There was patient involvement, but harm is unknown. Received additional information from country quality as below. Customer biomedical engineer tested the devices and found that all test results are as expected for both ¿flow rate¿ and ¿occlusion¿. Alaris 8015 pcu monitor s/n(B)(6) (clinical engineering job number z0101030) & alaris 8100 infusion module s/n(B)(6) (clinical engineering job number z0101031) three times ¿flow rate test¿ results are as follows: set up flow rate 250 ml/hour tested result 247.20 ml/hour set up flow rate 100 ml/hour tested result 98.96 ml/hour set up flow rate 20 ml/hour tested result 19.81 ml/hour two times ¿occlusion test¿ results are as follows: set up flow rate 20 ml/hour tested result 320 mmhg set up flow rate 20 ml/hour tested result 317 mmhg.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel error malfunction during a blood transfusion. There was patient involvement, but harm is unknown. Although requested, no further information was provided. Received additional information from country quality as below. Customer biomedical engineer tested the devices and found that all test results are as expected for both ¿flow rate¿ and ¿occlusion¿. Three times ¿flow rate test¿ results are as follows: set up flow rate 250 ml/hour tested result 247.20 ml/hour set up flow rate 100 ml/hour tested result 98.96 ml/hour set up flow rate 20 ml/hour tested result 19.81 ml/hour. Two times ¿occlusion test¿ results are as follows: set up flow rate 20 ml/hour tested result 320 mmhg set up flow rate 20 ml/hour tested result 317 mmhg.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a channel error was confirmed through log analysis, with multiple instances of error code 240.4150.0 (sensor broken high failure) observed. However, the event could not be replicated during laboratory testing, as the device operated within specification and passed all functional tests. The external and internal inspection process was performed on the suspect pump module; no issues were observed during inspection that would attribute to the reported event. All parts inspected were manufactured by bd. Thorough laboratory testing performed on the suspect pump module found the unit operating within specification. No errors or malfunctions were observed during infusion testing. Pressure sensor voltage readings were within manufacturer specifications, and the sensors responded appropriately to applied pressure. Preventive maintenance was completed successfully with all tasks passing. The pcu event log showed no activity on the reported event date (19may2025). However, the pump module event log recorded an infusion at 11:40 am, followed by a system shutdown triggered by the ¿channel off¿ key. This suggests the pump module was connected to a different pcu, which was not returned. The pump module error log showed multiple instances of error code 240.4150.0 (sensor broken high failure), with six occurrences between 10may2025 and 26may2025. Additional instances were observed in earlier months, indicating a recurring sensor malfunction. According to the bd alaris¿ channel error tipsheet, a channel error indicates that the device has detected a hardware or software issue in the affected channel, causing it to stop operation. Other channels remain unaffected. The user is instructed to press the confirm soft key to silence the alarm and continue operation on unaffected channels, and to replace the affected module. Additionally, the alaris pressure sensor tip sheet advises against applying pressure directly to the center of the pressure sensors to avoid potential damage. There was patient involvement, but harm is unknown. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4). The device was opened for investigation, please re-torque all screws. Please replace upper and lower pressure sensors. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported channel error was determined to be error code 240.4150.0 (sensor broken high failure). The failure is suspected to be related to an intermittent malfunction of the upper pressure sensor, supported by multiple occurrences of the same error in the pump module error log around the time of the reported event. As part of the investigation, laboratory testing was performed and passed successfully, with no anomalies observed during infusion or sensor functionality testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.